Event description:
The customer reported it was hard to get the brush through and feels like there is something stuck in there during reprocessing involving an olympus colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of reportable malfunction was could not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.